Event description:
Following epidural injection (leb) by the attending physician, the plastic cyringe bulb separated from the needle shank, thus leaving the epidural needle in the pt's back. The physician had to remove the needle using gauze sponges to grip and withdraw it.